Event description:
Gcm failed after replacing a failed sensor from the same lot. It continuously lost the sensor and then said to replace because it checked and failed. The entire lot is bad as they keep failing. Or maybe the FDA shouldn't have approved it because it doesn't do what it is supposed to do and read glucose correctly. Other sensors have been 20-50mg/dl off in readings. Not 2mg/dl like it's supposed to be. Pt code: 1905. Device codes: 1535, 3023, 3283. Ref report: mw5186146.